Event description:
It was reported in a journal article that one patient experienced a hip revision to be converted to a constrained liner due to instability on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: jan 1, 2006 to dec 31, 2020. G2: foreign ¿ event occurred in canada. G2: literature - kubik, j., juryn, m.s., kooner, s., et al. (2026) clinical outcomes of revision arthroplasty with a modular taper fluted titanium stem for the treatment of vancouver b2 and b3 periprosthetic femur fractures. Can j surg 69 (2) e122-e129. Doi: https://doi.org/10.1503/cjs.011125. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.